Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 218 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.